Manufacturer narrative:
A siemens global product support specialist evaluated the instrument data and did not find a malfunction. It was also discovered that the other samples tested within the same time frame had resulted as expected. The cause of the discordant, falsely elevated potassium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated potassium result was obtained on one patient sample on a dimension vista 500 instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument and the same instrument, resulting lower on both. Additional results were provided for a sample that resulted high on the dimension vista 500 instrument and resulted lower upon repeat testing, but it is unknown if the sample was for the same patient or a different patient or which instrument(s) the sample was repeated on. It is unknown if any repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result.